Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. The lead was explanted, and no new lead was replaced. No additional adverse patient effects were reported.